Event description:
We received an allegation about questionable results for 2 patients' samples tested with elecsys anti-hcv ii assay on a cobas e 801 analytical unit. The initial and repeat results for patient 1 and patient 2 were both reactive. The ribonucleic acid (rna) test results for both patient 1 and patient 2 were negative.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The qc was within the specified range. The reactivity was confirmed across independent blood draws for each patient, ruling out isolated pre-analytical sampling errors. Single false reactive results can occur with the elecsys anti-hcv ii assay per the labeled specificity claim of the assay. The product labeling states: "border if 2 of the 3 results have a coi = 1.00 reactive presumptive evidence of antibodies to hcv. Follow cdc recommendations for supplemental testing." The product labeling also states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The elecsys anti-hcv ii assay performs within specifications. The cause of the event was sample-specific.